Event description:
It was reported that the blue female luer is broke off at the base. The bonded piece of the luer remains inside the extension tubing. The catheter was exchanged for a new one. No reported ill effects to the pt.